Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient was bought into the clinic following a merlin.net alert. Upon review, the pulse generator exhibited backup operation due to event queue overflow and the device was reprogrammed.